Event description:
It was reported to boston scientific corporation that a dreamtome rx 49 was used during a procedure performed on (B)(6) 2026. It was reported that the function to 'tighten' the cutting wire does not work, and once the wire is tightened, it does not return to its initial position. The procedure was completed with different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050701 captures the reportable event of a wire failure to release bow.

Manufacturer narrative:
Block h6: imdrf device code a050701 captures the reportable event of a wire failure to release bow. Block h11: the device has been received for analysis; however, the analysis is still in progress. A report will be submitted with the investigation results after the investigation has been completed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of wire failure to release bow (unbow) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 49 was used during a procedure performed on (B)(6) 2026. It was reported that the function to 'tighten' the cutting wire does not work, and once the wire is tightened, it does not return to its initial position. The procedure was completed with different device. There were no patient complications reported as a result of this event.